Event description:
It was reported that syringe 10ml ls emerald had foreign matter. The following information was provided by the initial reporter: foreign body in main chamber of syringe (looks like a tip off a syringe).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-15 . H6: investigation summary a device history record review was completed for provided lot number 2102148. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both a picture sample and the physical sample were returned for evaluation by our quality engineer team. Analysis of the sample revealed a plastic piece within the syringe. The plastic piece was identified as the broken tip of another syringe. It has been concluded that the plastic piece broke off during the assembly process in the barrel feeder due to an incorrect alignment. The broken plastic piece ended up being introduced to the affected syringe. Despite the fact that the high volume manufacturing process may generate some particulate matter, bd employs highly capable processes to keep particulate matter to extremely low levels. Stringent manufacturing processes and environmental controls are in place. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls emerald had foreign matter. The following information was provided by the initial reporter: foreign body in main chamber of syringe (looks like a tip off a syringe).